Event description:
Customer reports set leak at connection site during patient use. There was no record of any patient injury or medical intervention. Additional information was not available.

Manufacturer narrative:
The reported device will not be returned for evaluation because it was not retained by customer. A lot number was not provided, therefore, a batch review cannot be performed. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.